Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to the initial MDR h6(impact codes).

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to large amount of bleeding was observed after sheath peel off was performed. Pressure was applied for about 20 minutes, but bleeding would not stop, so hemostasis was performed by the vascular surgeon. Since there was rick of infection due to passage of time implant procedure was stopped, then lead was explanted, and procedure was ended. The lead was never in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to large amount of bleeding was observed after sheath peel off was performed. Pressure was applied for about 20 minutes, but bleeding would not stop, so hemostasis was performed by the vascular surgeon. Since there was rick of infection due to passage of time implant procedure was stopped, then lead was explanted, and procedure was ended. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.